Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, patients and orders were not crossing. The customer stated that this issue was data base synchronization failure. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, patients and orders were not crossing. The customer stated that this issue was data base synchronization failure. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that orders were not showing on the station. A technical support specialist (tss) attempted to log in to ccemc, but the page didn¿t load, so the server was rebooted. Tss after reboot, logged in successfully ¿queue was empty¿, and messages began crossing over. Tss dialed into the app server and found the inbound processing service wasn¿t connecting to the es server database. The tss restarted all bd services, stations began communicating and messages were up to date. The system functioned as intended after technical support specialist troubleshot the device.